Event description:
Boston scientific crm received information that this right atrial lead dislodged and was located in the ventricle. As a result, the lead was successfully repositioned. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.